Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
MDR = no, normal battery depletion (nbd) and no evidence of product malfunction.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, nonetheless, the data was not provided for analysis at this time. This pacemaker remains in service. No adverse patient effects were reported.